Manufacturer narrative:
As reported, during handling the device over by the nurse, the seal of a 6f/7f mynx control vascular closure device (vcd) was torn and the plug was partially exposed, making the device impossible to use. Hemostasis was achieved through manual compression using a hemostatic agent. There was no reported patient injury. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was not officially certified but had practiced through regular use. The sheath introducer used was a 6f 10cm non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer's insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5 mm. There was no vessel tortuosity, and no presence of peripheral vascular disease or calcium near the puncture site. The device was stored and prepared according to the instructions for use (IFU). There was no known issue regarding the position of the sealant sleeves, and no damage was noted prior to use. The device was removed atraumatically by the nurse. The device was not returned for evaluation as it was accidentally discarded. However, four photos of the device were received for review. Per the picture analysis, the graphic material shows a mynx control 6f/7f unit with both buttons not depressed, a syringe attached with the valve open, a deflated balloon, and split sealant sleeves exposing a swollen sealant that appears to be saturated with blood. No other details or abnormalities could be observed in the provided images. A product history record (phr) review of lot f2502202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the pictures received since the sealant sleeves were split and the sealant was swollen/exposed from the damaged sleeves. However, the exact cause of the observed conditions could not be conclusively determined, particularly since the device was not returned for analysis. Based on the information available for review and picture analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, as this issue reportedly occurred before use in the patient, prepping/handling factors of the device likely contributed to the damaged condition of the sealant sleeves, and the premature exposure/swelling of the sealant, especially since the sealant was noted to be saturated with blood before interaction with the patient or sheath. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the picture analysis, phr review, nor the available information suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during handling the device over by the nurse, the seal of a 6f/7f mynx control vascular closure device (vcd) was torn and the plug was partially exposed, making the device impossible to use. Hemostasis was achieved through manual compression using a hemostatic agent. There was no reported patient injury. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was not officially certified but had practiced through regular use. The sheath introducer used was a 6f10cm non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer's insertion angle between 30¿45 degrees. The vessel diameter was verified to be =5 mm. There was no vessel tortuosity, and no presence of peripheral vascular disease or calcium near the puncture site. The device was stored and prepared according to the IFU. There was no known issue regarding the position of the sealant sleeves, and no damage was noted prior to use. The device was removed atraumatically by the nurse. The device will not be returned for evaluation as it was accidentally discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2502202 presented no issues during the manufacturing process that can be related to the reported event.